Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the returned battery cap would not fit securely onto the pump. Inspection revealed that the threads on the returned battery cap were damaged. A test cap was used for testing. Multiple small cracks in the battery compartment were observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. This complaint is against the battery cap alone. The reporter stated that battery cap would not come off the pump even when using pliers and a knife. There was no loss of power or self- reboot issues reported and no evidence of moisture or corrosion in the battery compartment reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.